Event description:
Caller states that the device produced a result of 655mg/dl. When troubleshooting, this result was not found in device memory. No action was reportedly taken based on device result. Requested return of suspect device and replacement was sent. Device numeric reading range is 10mg/dl to 600mg/dl.